Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer's blood glucose level was approximately 253 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.